Manufacturer narrative:
The pipeline flex was not returned for evaluation as it was discarded by the customer. The reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information.

Event description:
Medtronic received report that a pipeline flex did not open during a procedure. The patient was undergoing pipeline flex and coiling treatment for an unruptured, giant fusiform aneurysm in the right cavernous internal carotid artery (ica). The aneurysm max. Diameter was 11mm and neck diameter was 11mm. Landing zone artery size was 4.69mm distal and 5mm proximal. The vessel was severely tortuous. A continuous heparinized saline flush was used and all devices were prepared as indicated in the IFU. It was reported that the pipeline flex was deployed around a vessel turn and would not open in the middle section. More than 50% of the device had been deployed when it failed to open. The pipeline flex was resheathed three times and still did not open. The pipeline flex was resheathed and removed with the catheter. New pipeline devices were implanted as well as several coils. Post-procedure angiographic result showed slow flow in the aneurysm. T here was no report of patient injury as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.